Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for eval. Add'l info received from the customer indicated that a loose wire was found and tightened by the customer to resolve the malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no pt involvement in the reported malfunction.